Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as diagnosis, the patient was hospitalized and began treatment for the peritonitis with injection, vancomycin, 1 gram, start dose; injection amikacin, 100 mg/day, and injection meropenem, 1 gram/day (routes were not reported). On the same day, the treatment with vancomycin was discontinued. At the time of this report, the treatments with amikacin and meropenem were ongoing. On unknown dates, the patient¿s pd catheter was removed, pd therapy was discontinued and the patient was discharged from the hospital. On an unreported date, the patient was recovered from the event. At the time of this report, the patient was receiving hemodialysis, twice per week. No additional information is available.